Event description:
It was reported the sys was giving a communication error. This error may result in a sys lock up, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.